Event description:
A malfunction code 12 was reported, which was not preceded by any notable events. Blood glucose levels did not exceed 500 mg/dl, indicating they were within a normal range. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer continued using the pump and was advised to call back if the issue reoccurred.